Event description:
Spontaneous call per patients dad, pump lost programming. Sn #(B)(4). It happened when changing cartridges. He switched to the back up pump. Pump being replaced and return box being sent. No interruption in therapy. Reported to (B)(6).